Event description:
The first pacemaker's atrial lead shorted out. Entire pacemaker was explanted - lead left in. The second pacemaker inserted - atrial lead with this pacemaker shorting out. Pacemaker and lead remain implanted. X-rays reveal coating of lead is worn off.